Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call on (B)(6) 2018 that they were hospitalized to a high blood glucose of 420 mg/dl. The customer reported issues with under delivery and mentions use of auto mode. Blood glucose at the time of the call was unknown. Customer experienced symptoms related to high blood glucose and was hospitalized. The customer was wearing the insulin pump at the time of admission. Troubleshooting for high blood glucose was not performed. The insulin pump will not be returned for analysis.